Manufacturer narrative:
(B)(4). Foreign country: (B)(6). PMA/510(k) number: this product is a patient matched implant designed for use in (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as biomet microfixation manufactures a similar device that is cleared or distributed in the united states under PMA number (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was implanted into the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the two eight millimeter screws could not be inserted into the mandible due to a gap between the implant and bone. This case was a bilateral operation where right and left mandible and fossa was implanted. When the surgeon and his colleague fixated the mandible implants to the bone they noticed a gap large enough to fit the tip of forceps between the right mandible implant and the bone. When the surgeon attempted to insert the recommended eight millimeter screws, he found it impossible. The implant was placed without screws in the holes reserved for the eight millimeter screws. Instead, the surgeon and his colleague used emergency screws in the other holes of the implant. The operation started at 09.35 hrs am and finished around 19.00 hrs pm. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The design vendor conducted an investigation into the complaint; their results are as follows: electronic case data was reviewed and verified and components were designed per the design procedure. The proposed design did not contain gaps between implant samples and patient anatomy. The thickness of patient anatomy and implant were utilized to recommend screw lengths for mandibular components. A fit check was performed with implant samples and anatomical model by trained tmj design and quality assurance personnel. The design was approved by the surgeon on (B)(6) 2018. A post-op scan is not available to determine the root cause. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Potential contributing factors could include patient condition of heterotopic bone growth and a potential change in patient anatomy that occurred after the mold was taken. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.